Event description:
A customer reported experiencing a tandem mobi cartridge alarm. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it remained within a safe range. Technical support instructed the customer to remove the cartridge and administer a 9-unit bolus, which was completed successfully. The customer was also able to reload the original cartridge and resume insulin therapy, resolving the issue.